Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump and was advised to continue using the pump while monitoring for any future malfunctions. The customer understood and agreed to follow the instructions given by technical support.